Event description:
It was reported that the fluoro footswitch was not functioning on the 2600 system and the system had to be rebooted to clear the error. This problem occurs intermittently. This incident occurred with the pt on the table, but no injury occurred.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced at comm pcb. System functions as intended.